Event description:
A peritoneal dialysis (pd) patient reported to fresenius technical support (ts) that a fluid leak was discovered after treatment was cancelled, in ¿step 9 ¿ remove cassette¿. Prior to finding the leak, an air detected in cassette alarm had occurred during an unknown phase and cycle of their pd treatment. The fluid leak was discovered when the patient opened the cassette door to remove the cycler set. It was unknown at which point in therapy the leak may have begun. The cause of the leak was unknown. The fluid leak did come in contact with the cycler. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the patient stated they were trained on performing stat drains, as well as manual pd therapy if needed. The patient was able to complete pd treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has received a new cycler which is working well and is continuing pd therapy with no further issues. The cycler was scheduled to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment on the door, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. There was also an insect infestation identified. There were no visual indications of particulates within the cassette area. An accelerated stress test (ast) 3-hour simulated treatment was performed on the cycler and passed. There were no fluid leaks in the test cassette, and there were no alarms or other issues during the ast. The cycler underwent and passed a system air leak test, a balloon valve actuation test, and a mushroom head check. An internal visual inspection identified an insect infestation on the top cover, on the bottom side of the heater tray, and on the bottom cover under the pump assembly. In addition, there were visual indications of dried fluid on the bottom cover under the pump assembly. The cause of the observed dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported to fresenius technical support (ts) that a fluid leak was discovered after treatment was cancelled, in ¿step 9 ¿ remove cassette¿. Prior to finding the leak, an air detected in cassette alarm had occurred during an unknown phase and cycle of their pd treatment. The fluid leak was discovered when the patient opened the cassette door to remove the cycler set. It was unknown at which point in therapy the leak may have begun. The cause of the leak was unknown. The fluid leak did come in contact with the cycler. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the patient stated they were trained on performing stat drains, as well as manual pd therapy if needed. The patient was able to complete pd treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has received a new cycler which is working well and is continuing pd therapy with no further issues. The cycler was scheduled to be returned to the manufacturer for physical evaluation.